Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported the catheter was placed into the patient without incident on (B)(6) 2014. On (B)(6) 2014, the catheter became occluded after three days post insertion. The clinician was not able to declot the catheter, therefore, a catheter over the wire exchange was performed. The physician used a glidewire packaged separately (believed to be a terumo product) instead of the wire from the jacc insertion tray because that wire is not long enough for a catheter exchange. The wire that was pulled did not include cm markings and the patient went into tachycardia. The patient stabilized and the physician was able to complete the guide wire exchange and placed the catheter successfully. There was a delay in treatment with no patient harm and no patient death or complications reported.